Event description:
It was reported that there was a revision of a left hip due to femoral pain. Intra-operatively, nothing was found.

Manufacturer narrative:
The unknown stem, reported as "f26521218 - stem" was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.